Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00261. It was reported the pt's ((B)(6)) ipg pocket had progressively become enlarged, and the pt was experiencing pain and other undesired effects at the ipg site. Further interrogation of the area found inflammation of the ipg pocket and along the length of the lead. A culture was taken, and the results indicated an infection was present. As such, the pt's scs system was explanted. Oral antibiotics were administered as treatment. F/u on the pt found he is recovering well.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.